Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patients admits/transfers and orders were not crossing over to the pyxis es server. A technical support specialist stated that the issue appeared to have been resolved by the host at the time of investigation. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple patients admits/transfers and orders were not crossing over to the pyxis es server.the customer stated that they found the malfunction when nursing was trying to pull pre-op medications and caused a delay in dispensing the medications to the patients.however, there were no adverse events or injuries reported due to this event.